Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope¿ describes the following warning: 1.visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that when using a tracheal intubation fiberscope, there were defects of the bending section and insertion tube. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the connecting tube had coating peeling (1mm or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (defects of the bending section and insertion tube) was confirmed . Device evaluation found dent in the connecting tube. Pinhole was observed and due to a pinhole on connecting tube, water tightness is lost (water leakage). In addition as stated in section b5, the coating on the connecting tube was found peeling off. This condition attributed due to deterioration. Furthermore, the following findings during device evaluation are as follows: the bending angle in the up direction exceeded standard value, due to the channel tube being crushed, the tube cleaning brush could not be inserted, the light guide bundle had breakage, the adhesive around the objective lens and the light guide lens was peeled, the indication on the light guide connector was unclear, the eyepiece was deformed, and the control unit was dirty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.